Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted once the product is returned and investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that blood tinged fluid was observed in the normal saline bag. The nurse noticed the issue at around 5am during the cooling phase of the therapy. The quattro catheter lot # unknown was inserted into the patient left jugular vein with single attempt by an experienced physician. Ivtm therapy was discontinued and placed patient with external cooling blankets to complete therapy. No patient consequence.